Event description:
The customer reported the hd autoclavable camera head is unable to display image. The customer mentioned that the image is black when plugged in. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation: information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed. In addition, a kinked cable and damaged coupler were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
E2, e3 - multiple telephone attempts were performed to obtain the reporter's occupation information but were not unsuccessful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image displayed could not be identified. However, it is likely the cause was related to a faulty cable unit. Olympus will continue to monitor field performance for this device.